Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient pacemaker exhibited drop in battery longevity estimation since the last device check. Potentially due to auto capture algorithm being thrown off and going into high output mode. Programming changes completed. Patient condition was stable.